Manufacturer narrative:
Investigation evaluation: no product or images were returned to assist in the investigation at this time. The zenith line of aaa products have completed specifications. The outputs from this process provided evidence that the device meets the design input requirements and that the design input requirements meet the needs of the user. An IFU is shipped with each device listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequence. Additionally, the IFU stresses the importance to minimize handling of the constrained endoprosthesis during preparation to decrease the risk of contamination and infection. Cook has procedures in place to monitor and control the conditions of the manufacturing environment. The zenith family of products, bioburden and endotoxin levels are tested quarterly. Based on the information provided, the patient was medically fragile and was unable to tolerate evar and additional procedure/patient related complications. The patient died approximately 6 weeks post repair. By report, the physician did not believe the endograft was infected. Etiology of the infection is unknown and there is no indication that an autopsy was performed. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Risk mitigation is not required at this time. (B)(4) - death and infection are listed in the instructions for use.

Event description:
An (B)(6), morbidly obese, female patient, underwent a aaa repair on (B)(6) 2011. The patient was diagnosed with a thoracoabdominal aneurysm. During the course of the procedure, the patient had a complex aortic endograft with right renal fenestrations, superior mesenteric scallop, and right renal percutaneous transluminal angioplasty (pta), right renal stent, right common iliac artery pta, left common iliac artery pta, left external iliac artery pta, right iliac limb extension, ileofemoral bypass, and selective catheterization of the right renal and superior mesenteric artery. Estimated blood loss during the procedure was 800cc and the patient received 2 units of prbcs. The physician indicated that due to the small access sites, they predilated with balloons and dilators. During the course of the procedure, the patient had a proximal left common femoral artery to distal external iliac artery perforation with severe calcification. They placed a balloon and went proximal with a conduit, ligating proximally and distally as necessary. The endovascular stent grafts were then placed and according to the physician, placement went well. According to the reported information, the surgery lasted 11 hours. Sometime after the procedure, the patient contracted an infection caused by e coli. The physician indicated the wounds did get infected. This led to additional surgeries including debridement of the wound on the left side and the stomach, and metadoses of oral and intravenous antibiotics. The patient subsequently died on (B)(6) 2011. On (B)(6) 2011 - the physician indicated that he did not believe the stent graft was infected.